Manufacturer narrative:
Date sent: 12/11/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a diep flap procedure, the clip did not close properly (did not scissor) and cut the vessel. Another clip was used to complete the procedure. There was no adverse consequence to the pt.